Event description:
The account generated a low hemoglobin on a pt that repeated higher when tested on the cd4000 analyzer. The pt sample initially tested on the cd4000 generated a hemoglobin = 8.54 g/dl, rbc = 3.21 m/ul, hematocrit = 30.1%, mcv - 93.7 fl, wbc = 2.45 k/ul, and platelet = 237 k/ul. The account repeated the pt sample on the cd4000 analyzer 10 minutes later with the following results, hemoglobin = 10.5 g/dl, rbc = 3.42 m/ul, hematocrit = 32.1%, mcv = 93.7 fl, wbc = 3.56 k/ul and platelet = 240 k/ul. No suspect pt results were reported outside of the laboratory. No impact to pt management was reported.